Manufacturer narrative:
A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed. The soft cannula was observed to be kinked. This would not contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16 mmol/l (288 mg/dl) while wearing the pod on the arm between 4 and 24 hours.